Manufacturer narrative:
An investigation determined that a non-reproducible, higher than expected vitros total b hcg (bhcg) result was obtained from a patient sample processed using vitros immunodiagnostic products total b hcg ii reagent with a vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive assignable cause for this event. An issue with the vitros bhcg reagent lot 2160 could not be ruled out as a contributing factor because quality control testing was not performed on the day of the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros bhcg reagent lot 2160. Within run marker precision testing was not provided to verify that the vitros eci system was performing as intended. An issue with the vitros eci system could neither be ruled out nor confirmed as a cause of the higher than expected vitros bhcg result. In addition, pre-analytical sample handling could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommendation for centrifugation. Therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Furthermore, a possible sample mix up cannot be ruled out as contributing to the event. The data was unable to provide enough information to either confirm or rule this out.

Event description:
A customer obtained a non-reproducible and higher than expected vitros total b hcg (bhcg) result from a patient sample processed using vitros immunodiagnostic products total b hcg ii reagent in combination with a vitros eciq immunodiagnostic system. Patient sample vitros bhcg result of 3723 miu/ml verses an expected result of <2.39 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros bhcg patient result was reported from the laboratory. However, there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).